Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 418 mg/dl at the time of incident and current blood glucose level was 310 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as felt nauseated and sick. Customer also reported that the insulin pump had received insulin flow blocked alarm. Customer was reporting a past event. Customer also reported that the alarm did not occur during manual prime. Customer reported that the event was resolved by infusion set change. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.